Event description:
Per complainant, the child has gotten out of the bed and so the parent began observing their activities through the camera to learn how the child was able to elope. Per complainant, her child would unclip and unzip the safety sheet, then exit the bed by going down under the bed, so the parent then used a twist tie to hold the zipper pull to the locking loop. Per complainant, the child would exit through the doors by accessing the zipper slider from under the cloth pocket and unzip the doors. Per complainant, the child found a way to unzip the tech hub and exit through the portal hole the night before this call and the parent found him outside the house. Per discussion with the complainant with a sensory medical representative, it was determined the complainant does not have padlocks ("locks"), so the complainant was using s-clips and zip ties. A picture showed the tech hub assembly unzipped and hanging by the zipper slider. There was no report of injury as a result of the event.

Manufacturer narrative:
Replacement locks and s-clips were sent and the sensory medical representative explained correct use of the locks and s-clips to the complainant. Sensory medical followed up with the complainant in (B)(6) 2025 and the complainant stated her child was still able to exit the bed. Complainant did not respond to several follow ups requesting more information. Complainant also made no statement regarding injury after asking several times in follow ups. Without the lot number, further investigation cannot be completed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks and s-clips. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.